Event description:
Caller reported false negative urine hcg result vs beta hcg result. Customer had (B)(6) pt who came in after obtaining positive with home pregnancy test twice; got negative at the physician's office. The pt came in the afternoon and the urine was tested immediately after collection. Once the test was done, blood sample was sent for quantitative test on the same day; obtained a result of 77miu/ml. No info on time of last menstrual period or medications taken.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 260.4iu/ml hcg urine control lot# hcg100913-01. Summary of results: the retention devices meet qc specification. Details as below: corrective positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 260.4iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.